Event description:
Boston scientific received information that high pacing impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information indicated that noise was initially observed; however, this was resolved when the patient stopped using their warming blanket. Monitoring through the remote monitoring system was going to be continued. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.